Manufacturer narrative:
Follow-up #1: date of submission 01/05/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/10/2016 with the following findings: a review of the pump¿s black box revealed several unexpected pump reboots. The battery compartment and cap were undamaged and able to fit securely. The battery cap was tightened and then unscrewed ½ turn with no reboots occurring. There were no power interruptions during the investigation. The product performed within specification and the original complaint of ¿no power¿ was unable to be duplicated. The pump¿s cover was removed and there was no intermittent condition found to the power printed circuit board.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.